Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28782, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As mentioned in section b5, pump's flow scan test was done on (B)(6) 2024. The test results showed that pump was abnormal. Abnormal tracer uptake in the spleen, distal pancreatic body and tail, and porta hepatis at the distal hepatic pump catheter with milder uptake more medially near occluded common hepatic artery. Findings are probably due to occluded common hepatic artery and perfusion through collaterals. Intera oncology is presently investigating the root cause of the reported incident and is in communications with the clinic. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.

Event description:
Intera oncology received a report that on (B)(6) 2024 the clinic found 30mls residuals of glycerin in the pump. The clinic originally dispensed 30ml of glycerin to the pump on (B)(6) 2024. The clinic performed a pump flow scan on (B)(6) 2024 and the test results indicated that pump was abnormal.